Event description:
It was reported that the hook was broken off the claw of the suture passer.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the hook was broken off the grasper wire of the device. The piece that broke off was not received with the device. Functional inspection: the thumb slide could be actuated back and forth. The grasper wire extended and retracted. The probable root cause for the hook breaking off the grasper wire is likely due to user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the hook was broken off the claw of the suture passer.